Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing of qrs complexes and oversensing of artifact due to motion. It was further reported that the icm detected false pause episodes. The device remains in use. No patient complications have been reported as a result of this event.